Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011, the fiber beam did not fire to the expected direction at 248,726 joules. No patient injury was reported.